Manufacturer narrative:
Improper maintenance and physical abuse caused incident.

Event description:
Shaver got hot and fluid leaked out of the suction valve onto patient causing a 20 mm x 8 mm 2nd degree burn. This was noticed after the shoulder arthroscopy case had finished.